Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode. The first user noticed the issue approximately 1 hour and 30 minutes prior to reporting. The customer stated that the patient data on the station was not current, and several assigned patients were not appearing on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was not reproducible and the device was functioning normally. A technical support specialist dialed into the device, verified no errors on the screen, confirmed device uptime, and checked that bd sync and maintenance services were running. The system functioned as intended after the technical support specialist verified the device.